Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormalities are found on process and retained sample. Since the defective sample was not returned, the relevant tests could not be performed, and the flow rate and pressure applied during product use are unknown, the root cause of this complaint cannot be confirmed. The plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc adapter connector was damaged defective patient admitted to the emergency room at 20:17 on (B)(6) 2025, presenting with dizziness. A nurse inserted an IV catheter. At 20:33, the patient was transferred to the CT suite for a cranial cta + neck cta scan. During the procedure, contrast agent leaked from the external end of the IV catheter. The scan was paused. The nurse removed the catheter and replaced it with an identical model, completing the examination. Post-procedure inspection of the removed catheter revealed that the white stopper at the tail end had partially dislodged, causing the fluid leakage.